Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler with liberty cycler set. However, there is no documentation to show a causal relationship between the use of the liberty select cycler with liberty cycler set and the patient event of peritonitis. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The cause of the patient¿s peritonitis was not determined, however; the culture results of klebsiella pneumoniae and fungus suggests a breach in aseptic technique as klebsiella is found in the nasopharynx which aligns with the report of the patient¿s caregiver not masking and fungi enter the peritoneal cavity through touch contamination of dialysis tubing or by direct extension of the infection from the catheter exit site which could have occurred while the patient was completing manual exchanges on vacation. Furthermore, mold peritonitis was significantly more frequent in patients with catheter problems as was reported by the patient with the drain complications. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis and her nurse is aware. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the pd clinic on (B)(6) 2025 for a regularly scheduled peritoneal equilibration test (pet). The pdrn noted that the patient¿s pd effluent was cloudy. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) ceftazidime 1g, ip vancomycin 1g, ip fluconazole (dosage not provided) and heparin 2,000 units due to the patient not being able to drain. The pd cultures resulted positive for growth with klebsiella pneumoniae and the fungal culture was positive for mold (no species known). The patient¿s effluent white cell count was 91,375. The vancomycin and fluconazole was discontinued. The patient continued with ip ceftazidime and oral isavuconazole was added (dose, frequency, and duration unknown). The patient was hospitalized on (B)(6) 2025 due to not being able to drain and complete her pd treatments. The plan is to remove the patient¿s pd catheter. The pdrn could not confirm if the patient completing hemodialysis (hd) in the hospital. The cause of the peritonitis event was not determined, however; the patient suspects her son, who was helping with her treatments, did not mask and possible contaminated one of the connections. Additionally, the patient went on vacation prior to the peritonitis event and was completing manual exchanges. The pdrn stated the patient could have had a contamination event at that time. The pdrn stated there is no report of any cassette leak or issue with the liberty select cycler. The patient remains hospitalized. The patient¿s drain issues were related to the pd catheter. No further information was provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis and her nurse is aware. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the pd clinic on (B)(6) 2025 for a regularly scheduled peritoneal equilibration test (pet). The pdrn noted that the patient¿s pd effluent was cloudy. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) ceftazidime 1g, ip vancomycin 1g, ip fluconazole (dosage not provided) and heparin 2,000 units due to the patient not being able to drain. The pd cultures resulted positive for growth with klebsiella pneumoniae and the fungal culture was positive for mold (no species known). The patient¿s effluent white cell count was 91,375. The vancomycin and fluconazole was discontinued. The patient continued with ip ceftazidime and oral isavuconazole was added (dose, frequency, and duration unknown). The patient was hospitalized on (B)(6) 2025 due to not being able to drain and complete her pd treatments. The plan is to remove the patient¿s pd catheter. The pdrn could not confirm if the patient completing hemodialysis (hd) in the hospital. The cause of the peritonitis event was not determined, however; the patient suspects her son, who was helping with her treatments, did not mask and possible contaminated one of the connections. Additionally, the patient went on vacation prior to the peritonitis event and was completing manual exchanges. The pdrn stated the patient could have had a contamination event at that time. The pdrn stated there is no report of any cassette leak or issue with the liberty select cycler. The patient remains hospitalized. The patient¿s drain issues were related to the pd catheter. No further information was provided.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed signs of physical damage: touch screen misaligned. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.